Event description:
It was reported that the programmer had electrocardiogram (ECG) noise. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of a noisy electrocardiogram and therefore the link electronic module board was replaced. Analysis also found the power cord bay had broken tabs and the bay was replaced. Product ID: 2067, radio frequency programmer head; (B)(4).